Event description:
Vns patient was explanted due to infection. The infection was reportedy present in both the pulse generator/pocket and bipolar lead/cervical areas. It was reported that the patient irritated/scratched at incision site. The infection was treated with antibiotics and explant of both the pulse generator and the entire lead (including electrodes). Reimplant is planned but not yet scheduled. The infection has reportedly resolved.